Event description:
Had hip replacement depuy corail femoral stem, pinnacle acetabular component, modular metallic liner for metal on metal articulation, cobalt chrome femoral head. Started having problems with hip on (B)(6) 2011 with squeaking and pain for a few days. Then in (B)(6) 2011, it was regular pain and squeak for most of the month. It started again in (B)(6) 2011 for about ten days. On (B)(6) 2011, had a doctors appointment with exam and x-rays. Doctor suggested it be replaced. Had a replacement done on my right hip on (B)(6) 2012. Contacted depuy and they denied that there was a recall or problem on my type of hip. My doctor said the muscles around the hip was turning gray from the grinding of the steel on steel and also had fluid around the hip. This was causing my pain and it would only get worse if replacement was not done soon.